Manufacturer narrative:
Device was not implanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported insertion difficulty while using the involved angio-seal device. The angio-seal guidewire was inserted into the procedure sheath and the procedure sheath was successfully removed. When the end of the angio-seal guidewire was attempted to be inserted into the locator/insertion sheath assembly, the end of the angio-seal guidewire was not inserted into the assembly. The assembly was not used and another locator/insertion sheath assembly of a new angio-seal device from a different lot was used to continue the hemostasis procedure. Blood loss was reported to be less than 250cc. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The size of the sheath ancillary used was 6 fr. Hemostasis was successfully achieved by the second device. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.